Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacture for evaluation. After functional testing, visual/physical examination, proceduralized device testing the reported issue was confirmed. The returned psu had yellowed considerably. The amber fault light was not on at power up, but came on during testing. A check of the event log showed a long history of intermittent illuminator current low. The psu also failed an accuracy test (aak) at .37 mm with a passing threshold of .35 mm. This psu had not been previously returned for a failure. However, due to its poor physical condition it will not be repaired and returned to service inventory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the camera was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure during a planned maintenance (pm), the most right light of the camera appear orange color. The camera detect the instruments, however, the manufacturer representative thinks that this means it had been hit by something. No patient was present at the time of the event.